Event description:
Allegedly the patient is experiencing mom complications (left). Add'l info rec'd 04/23/2015: pt. Revised (B)(6) 2014.

Manufacturer narrative:
This is the same event as 3010536692-2015-00778.